Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump had air/water flow issues from the air/water flow system. According to the report, the irrigation pedals the stream of water that comes out of the scope is cutting the mucosa on the inside of the patient's colon. The reported issue was found during an unknown diagnostic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and additional information provided by the customer. The device was not returned to olympus for inspection. A device history record review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flushing pump had air/water flow issues from the air/water flow system. According to the report, the irrigation pedals the stream of water that comes out of the scope is cutting the mucosa on the inside of the patient's colon. The reported issue was found during an diagnostic coloscopy procedure. There was no report of patient harm or user injury associated with this event.